Manufacturer narrative:
After additional evaluation of the customer's device, physio was still unable to duplicate the reported issue. As a precaution, physio replaced the main keypad assembly and the interface pcb assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not turn on when the on button was pressed. No patient use associated with the reported event.